Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test fail" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.